Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: this aia-360 instrument was installed at customer facility on (B)(6) 2017. A 13-month complaint history review and service history review for serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018 for similar complaints was performed. There were no similar complaints identified during the searched period. The aia-360 operator's manual under chapter 7 - error messages and flags, error 3020 is diluent low. This error is generated when there is insufficient diluent. The solution is for the customer to replenish the diluent solution. Error 2015 is bf probe purge failure. This error is generated when purging by the bf probe is abnormal. The solution is for the customer to clean up the wash probe tip or replace it. Contact the service department. The most probable cause of the reported event was due to operator error.

Event description:
On (B)(6) 2018, a customer reported getting error 3020 diluent low on the aia-360 instrument. Technical support specialist (tss) had the customer make new diluent solution, which cleared the error. However, on (B)(6) 2018, the customer reported getting error 2015 bf probe purge failure on the instrument after a new wash solution. The customer is unable to run patient samples on intact parathyroid hormone (ipth). On (B)(6) 2018, tss had the customer make a new wash solution. Customer stated that the wrong amount of wash concentrate was used when the wash solution was made the first time. Error 2015 cleared after the new wash solution was used on the instrument. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results. The aia-360 instrument is functioning as intended.

Manufacturer narrative:
H11 corrected data in the previious report under h10. Manufacturer narrative, the serial number was (B)(4) in the following statement: this aia-360 instrument was installed at customer facility on (B)(6)2017. A 13-month complaint history review and service history review for serial number (B)(4) from (B)(6)2017 through aware date(B)(6)2018 for similar complaints was performed. There were no similar complaints identified during the searched period. The correct serial number is (B)(4), and the statement should read: this aia-360 instrument was installed at customer facility on (B)(6)2017. A 13-month complaint history review and service history review for serial number (B)(4) from(B)(6)2017 through aware date (B)(6)2018 for similar complaints was performed. There were no similar complaints identified during the searched period.

Event description:
N/a